Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during pelvis fixation a 2.5mm drill tip broke off in the patient. The tip was never accessible due to the depth at which it was inserted. The case was terminated. Action taken when the event occurred failed retrieval. Fragments were generated but were not removed easily it could not reach the tip. There was a surgical delay of ten (10) minutes. The procedure was not successfully completed. The patient outcome was unknown. This report is for one (1) 2.5mm drill bit/jc/400mm 140mm calibration. This is report 1 of 1 for complaint (B)(4).